Event description:
Additional information received, it was reported the ins was removed and a new device was placed on (B)(6) 2016.

Event description:
Additional information received from the manufacturer representative (rep) reported that the depletion was normal and the patient had high settings.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient saw the implantable neurostimulator (ins) low battery warning message. The patient stated they were told the ins would last 5 years. The patient connected and verified seeing the stimulation on, ins battery low, and patient programmer (pp) battery full. The patient was to follow up with their healthcare provider (hcp). No patient symptoms reported.

Event description:
Additional information received, it was reported the ins was removed on (B)(6) 2016 and replace with new ins on (B)(6) 2016. It was believed that battery ran out of life likely due to elevated settings by patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.